Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test, unexpected restart error test and displacement test however, pump alarmed compromised force sensor during the prime/delivery test at 4 pounds due to faulty force sensor resistor unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was appeared normal. Customer's blood glucose was 162 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.